Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered several inappropriate shocks outside of an isolated episode. The patient was subsequently hospitalized for 3 days, where the physician decided to change the medication. The patient was then discharged home with safety netting advice. This implantable electrode remains in service and no additional adverse patient effects were reported.